Event description:
A caller reported a malfunction on their pump, identified by a malfunction code, which did not recur after a reset. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, allowing its continued use, and instructed the caller to report back if the issue recurred.